Manufacturer narrative:
Insulin pump was received with unresponsive buttons due to corroded keypad traces. Moisture damage was found on motor home switch. No moisture damage under the screen or on electronic assembly noted. Unit had scratched lcd window. No unexpected battery out limit alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer getting into water while still connected. Customer reported that as a result, buttons were not responding and pump received a battery out limit alarm. Customer's blood glucose was 236 mg/dl. Customer was advised that insulin pump would need to be replaced.